Event description:
Report rec'd of pump replaced due to malfunction. Pt experienced return to severe pain and other withdrawal symptoms including nausea and vomiting. Dye study performed and indicated motor was not running. Device system replaced. Pt doing well with newly implanted pump.